Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown accoalde tmzf hip stem. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total left hip arthroplasty on (B)(6) 2009 in which he was implanted with a stryker hip. After implantation of the device, the patient began experiencing discomfort in the area of the device. It is further alleged that the patient's pain increased and ultimately was forced to undergo additional surgery during which the cup and femoral head were revised and replaced in his left hip in (B)(6) 2010.